Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. During incoming inspection, prior to release for clinical use, it was noted that the device did not sound an audible tone during an alarm condition. Though requested, no additional information was provided.